Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient experienced an infection at the ipg site. The patient went to the ER and received oral and IV antibiotics. The system was explanted to address the issue.